Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly.(pump functioned properly after plugging). Pump received with broken battery cap, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was damaged causing a blank screen display. Customer reported that battery cap and compartment were cracked. Customer does not know how damage occurred. Customer's blood glucose was 180 mg/dl. Customer was advised that insulin pump would need to be replaced.